Manufacturer narrative:
(B)(4) - central aortic insufficiency. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Central leaks are classified as acute or chronic. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the specific nature of this case cannot be conclusively determined. However, the operative report documents bioprosthetic valve degeneration causing the central insufficiency. The surgeon has also indicated that there was no malfunction of the edwards valve. Edwards will continue to monitor all reported events. No further actions are possible with the available information.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately six (6) years, was explanted due to bioprosthetic valve degeneration. It was identified, through review of source documentation provided, that the patient experienced significant aortic insufficiency related to the degenerating bioprosthetic valve. There was a central jet of aoritc insufficiency. The explanted device was replaced with a new edwards bioprosthetic valve. There were no adverse patient effects as a result of the replacement.